Event description:
It was reported that a 27mm valve was disabled via a valve-in-valve procedure after an unknown implant duration due to leaflet calcification and rheumatic mitral stenosis. A 26mm transcatheter valve was implanted in the mitral position. Prior to the procedure, patient's diastolic gradient was 22mmhg, and was reduced to 6 mmhg post-operatively. The patient remained hemodynamically stable throughout the procedure with no complications reported. The patient was discharged on pod #4 to a friend/family member's home in fair condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a valve was disabled via a valve-in-valve procedure after an unknown implant duration due to leaflet calcification. A 26 mm transcatheter valve was implanted in the mitral position. No additional details were provided. Patient outcome was reported to be perfect.